Manufacturer narrative:
Submit date: 07/18/2016. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 07/11/2016 that a customer had an issue with a chest drainage unit. The customer states the corrugated tube is free to move around the other tube allowing the tubing to collapse.

Manufacturer narrative:
An investigation of the reported condition was performed. The complaint report indicates that no sample is available in connection with this complaint report. Without a sample we are unable to perform a thorough follow up investigation to include functional and visual evaluation to determine the root cause(s) of the reported condition or implement any corrective action(s). Unfortunately without a sample we are unable to confirm the reported condition. If a sample should be returned at a later date this complaint will be reopened and the investigation updated to reflect our findings. A potential root cause for this complaint may be that the sleeve was not inserted fully or dislodged post production. A quality alert was initiated to communicate and create understanding of this customer concern to all personnel involved in the manufacturing of this product. Furthermore a corrective and preventative action (CAPA) has been initiated to investigate complaints for the tubing issues. The lot number given in the complaint is not a known lot number and despite several different attempts made by the site we have not received the correct number. Through investigation on the lot tracking system, the only lot number attached to this item number that is similar to the one logged in the complaint is 15i266fhx. From this lot number the device history record (DHR) review was completed. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A review of the complaint tracking system found no previous complaints against this lot. Based on the above no further action is required at this time. The associated data will be fed into the risk management quarterly report.